Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('post essure') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced depression ("depressed") and uterine spasm ("uterus and contrac"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the medical device removal, depression and uterine spasm outcome was unknown. The reporter provided no causality assessment for depression with essure. The reporter considered medical device removal and uterine spasm to be related to essure. Concerning the injuries reported in this case, the following one was described/confirmed in patient¿s medical records: uterine spasm. Concerning the injuries reported in this case, the following ones were reported via social media : medical device removal most recent follow-up information incorporated above includes: on 20-mar-2020: fu 2 and 3 were processed together. Social media received. Reporter added. This case become incident. Event : post essure added. On 20-mar-2020: fu 2 and 3 were processed together. Social media received. Reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('one of my coils was stuck in my uterine wall') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), depression ("depressed"), uterine spasm ("uterus and contrac") and dysplasia ("dysplasia"). The patient was treated with surgery (uterus and tubes removed with essure). Essure was removed. At the time of the report, the embedded device, depression, uterine spasm and dysplasia outcome was unknown. The reporter provided no causality assessment for depression with essure. The reporter considered dysplasia, embedded device and uterine spasm to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received: event of medical device removal replaced with one of my coils was stuck in my uterine wall. Newly added events- dysplasia, reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.